Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt was experiencing a warmth/heat sensation around the implantable neurostimulator (ins) site when the ins was turned off. It was noted that the device had not been used for the past 6 months. The health care provider (hcp) confirmed the temperature difference on the skin located near the battery and attributed the event to the device emitting heat. The hcp indicated that the ins will be explanted. No pt injuries were reported.